Event description:
It was reported that during an interventional procedure of the circumflex, upon connecting the copilot bleedback valve control to the guiding catheter, the copilot was noted to be leaking. Pushing the valve did not stop the bleeding so another copilot was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned copilot noted blood in the rotator and cap and there was no contrast visible which is consistent with handling during the procedure. The copilot was returned in an open position. Leaks with a copilot can occur due to, but are not limited to, manufacturing related anomalies, materials, pinched/damaged or offset seals, use technique, and associated devices being used. In this case, the reported leak was not confirmed during functional testing. A new catheter and guide wire were inserted in the returned copilot. The cap was rotated in a closed position and a plug was attached to the rotator end. A new indeflator, filled with water, was attached to the side luer and the copilot was pressurized to 440 psi. The indeflator held pressure and there were no leaks noted to the copilot. A review of the lot history record for the reported lot revealed no associated nonconforming material records, indicating all lot release testing met specification. A query of the complaint handling database for the reported lot was performed and revealed no other incidents reported for this lot. All copilots are subject to a visual inspection and a cap compression test is performed to verify inner diameter specification. Additionally, a quality control audit inspection is used to verify the product quality, including leak test on a sample of units from each lot.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.